Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 12.1 mmol/l. Customer stated that they were not able to erase the alarm. Customer was advised to discontinue pump use and to revert to a back-up plan. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarms noted. The pump also had minor scratches on the display window, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker.